Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had received an unspecified error. The customer¿s blood glucose level was 123 mg/dl. The customer reported that the it was cracked and had water damage and the insulin was giving an error with a book and flashing. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test or verify any additional alarms or alerts due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with the case cracked behind the pump near the battery compartment and cracked battery tube threads.